Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a post-reset ram crc alarm (pump error 23), trace pointers are invalid (pump error 68), history pointers failed, and the history pointers are corrupted (pump error 49). Troubleshooting was performed. The customer reported a short battery lifetime while replacing the battery every 8-10 hours and tried to use the energizer and duracell as per instruction for use with the same issue. The customer also confirmed that the battery cap and battery compartment are intact and the battery icon was green once turned on the pump during the call for 2 minutes the icon turned yellow. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with blank display and test battery heating up for several minutes. Unable to verify pump error 68, 49, 23 and battery icon and perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, force sensor and the battery tube connector plugged in properly to j7/pcb 1. The following were noted during visual inspection: scratched case. Swapping out test boards confirms blank display and test battery heating up is isolated to pcba 1. The original pcba 2 with the test pcba 1 successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on 07/12/2023 18:54:00.000, 07/13/2023 05:17:00.000, 07/13/2023 07:40:00.000, 07/13/2023 17:46:00.000, 07/13/2023 18:35:00.000, 07/14/2023 01:29:00.000, 07/14/2023 11:36:00.000, 07/14/2023 22:12:00.000, 07/15/2023 11:45:00.000, 07/15/2023 22:16:00.000 and 07/16/2023 09:23:00.000. Replace battery alert (73) 07/13/2023 04:25:00.000, 07/13/2023 17:11:00.000, 07/14/2023 11:00:00.000, 07/14/2023 21:07:00.000, 07/15/2023 07:43:00.000, 07/15/2023 21:16:00.000 and 07/16/2023 07:47:00.000. Power loss alarm on 07/15/2023 11:22:20.000 failed batt/battery failed alarm on 07/13/2023 17:48:18.000, 07/13/2023 17:49:39.000, 07/13/2023 17:52:14.000, 07/14/2023 01:14:33.000, 07/14/2023 21:48:34.000, 07/15/2023 from 09:05:23.000 until 21:47:00.000 and 07/16/2023 08:18:00.000 pump error 68 alarm on 07/16/2023 08:49:57.000 pump error 49 alarm on 07/16/2023 08:49:57.000 and 07/16/2023 08:50:33.000 pump error 23 alarm on 07/16/2023 08:50:33.000 pump received with blank display, test battery heating up during testing, multiple low battery alarm, replace battery alert and battery failed alarm in the pump history, problem isolated to the pcba 1. Unable to verify pump error 68, 49 and 23 alarms due to blank display, however found in the pump history. Unable to verify battery icon from green to yellow within minutes due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.